Event description:
It was reported that during the trial, the pt experienced a shocking/jolting sensation while bending or going up the stairs. The pt went on to get a stimulator permanently implanted. Further info is being requested from the hcp.